Manufacturer narrative:
Correction: literature article for previously submitted medwatch.

Event description:
As reported in initial: on 07/07/2025, abbvie became aware of a publication titled "perineal hernia repair: multicentre comparative analysis of mesh-only versus mesh combined with tissue flap¿ from the netherlands reporting that strattice was used in 6 of the 14 mesh + flap cases. Other meshes used in this group were polypropylene and composite. The authors report the following complications overall but do not specify complications by mesh type: recurrence of perineal hernia: 2/14 (14%) dehiscence: 3/14 (21%) fistula formation: 1/14 (7%) vaginal wall defect, exposing mesh: 1/14 (7%).

Event description:
On 07/07/2025, abbvie became aware of a publication titled "perineal hernia repair: multicentre comparative analysis of mesh-only versus mesh combined with tissue flap¿ from the netherlands reporting that strattice was used in 6 of the 14 mesh + flap cases. Other meshes used in this group were polypropylene and composite. The authors report the following complications overall but do not specify complications by mesh type: recurrence of perineal hernia: 2/14 (14%). Dehiscence: 3/14 (21%). Fistula formation: 1/14 (7%). Vaginal wall defect, exposing mesh: 1/14 (7%).

Manufacturer narrative:
Due to limited information available about each reportable event and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article. The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Follow up attempts were made without additional information provided. The reported events are being reported out of an abundance of caution.

Manufacturer narrative:
Article citation: kreisel, saskia I, et al. ¿perineal hernia repair: multicentre comparative analysis of mesh-only versus mesh combined with tissue flap.¿ colorectal disease : the official journal of the association of coloproctology of great britain and ireland, vol. 27, no. 7, july 2025, p. E70159, pubmed.ncbi.nlm.nih.gov/40611589/, https://doi.org/10.1111/codi.70159. Correction: in the mesh with flap group, one patient with crohn's disease suffered from a recurrent fistula between the posterior vaginal wall and presacral space, for which a resection was performed. Fistula is a serious injury requiring surgical intervention. In this case, in the mesh with flap group, one patient with crohn's disease suffered from a recurrent fistula between the posterior vaginal wall and presacral space, for which a resection was performed. Therefore, this event should be considered not related to the device (ndr) since it was a recurrence of a pre-existing condition unrelated to the hernia repair. Corrected data: b3, b5.

Event description:
Via article, "perineal hernia repair: multicentre comparative analysis of mesh- only versus mesh combined with tissue flap," a clinical publication on a retrospective study of patients undergoing perineal hernia repair after abdominoperineal resection between 2006 and 2022. The aim of the study was to compare the outcomes of mesh- only repair with combined mesh and tissue flap repair. The primary endpoint was recurrent perineal hernia. Strattice was used in 6 of the 14 mesh + tissue flap cases. The authors report the following complications but do not specify by mesh type: recurrence of perineal hernia: 2/14 (14%); dehiscence: 3/14 (21%); fistula (deemed not device related) formation: 1/14 (7%); and vaginal wall defect, exposing mesh: 1/14 (7%).